Event description:
It was reported that the patient stated he was not satisfied with the results of the surgery following implant of an inflatable penile prosthesis (ipp). The patient experienced four months of pain. The patient also stated that the implant has been infected, and the pump was removed after three weeks. The patient believes the new pump was placed close to the right testicle and causing the patient pain. The physician suggested the patient see another surgeon. No additional information was provided.